Event description:
It was reported that during preparation of a 3.5x15 nc trek rx dilatation catheter, difficulty was experienced removing the protective sheath and the stylet. Force was applied and both were removed. The device was loaded onto the guide wire and delivered with resistance to the 99% stenosis in the mildly calcified, mildly tortuous, proximal left anterior descending artery. The balloon was inflated to 12-20 atmospheres; however, the balloon did not fully inflate. At this time, thrombosis was noted. Blood flow was slow but not occluded. The device was withdrawn from the anatomy and a same sized unspecified balloon was used to perform dilatation. A non-abbott stent was deployed successfully treating the target lesion and the thrombus. The procedure was completed. There was no reported clinically significant delay in the procedure. The patient is reported as recovered. Reportedly, contrast dilution ratio was 3 and saline was 7. No additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthough; guide catheter: launcher 7f jl3.5. (B)(4) - above rated burst pressure (rbp); incorrect preparation. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty removing the protective sheath and subsequent difficulty with inflation were potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored. It should be noted that the japan nc trek coronary dilatation catheter instructions for use (IFU) states: 60% contrast diluted 1:1 with normal saline (contrast medium). It should also be noted that the IFU warning section states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for this device is labeled at 18 atmospheres.